Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device had 1.5 years remaining longevity but after six months during recent follow up check, device had already declared end of life (eol). The health care professional (hcp) also reported that magnet rate of device had been fluctuating in the previous year confirming device status was changing unexpectedly but does not think that there was rapid depletion of device battery. Boston scientific technical services (ts) confirmed there was no programming changes done with the device. This pacemaker device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.